Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on an analytical e module analyzer on (B)(6) 2015, cobas e411 analyzer on (B)(6) 2015, and a siemens centaur analyzer on (B)(6) 2015. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. As insufficient patient sample material remained, a specific root cause could not be determined. From the information provided, a general reagent issue could be excluded. Differences in results between the different analyzers could be due to the different setups of all assays, the antibodies used, and the variances in reference methods. The results of all thyroid parameters vary with the age of the patient, gender and other population characteristics which should be taken into account when evaluating the results.